Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava; struts perforated the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year and three months later post filter deployment, a computed tomography of abdomen and pelvis was performed for back pain. The study showed that positive for caval perforation. The superior extent of caval filter at mid l2 vertebral body and inferior extent at inferior l3 vertebral body. Totally six prongs perforated the inferior vena cava with maximum distance prongs perforated 8 mm. After one month, patient presented to the office visit for her computed tomography study showing possible caval perforation. Patient now presented with abdominal, back and leg pain. After one month, an x-ray chest as performed which showed inferior vena cava filter in place with proximal tip at the l2 level. Thin linear approximately three cm radiopaque density in the right mid lung and similar vertically oriented density in the right heart consistent with pieces of the inferior vena cava filter. After two weeks, patient was planned for open retrievable of filter procedure for severely malpositioned filter and multiple tines extruding the vena cava wall. The abdomen was entered through a midline incision. The abdominal exploration was unremarkable with the exception of an easily palpable inferior vena cava filter with multiple tines extruding through the wall. The tine, which were extruding through the wall of the inferior vena cava were carefully mobilized and the tip of the tines cut off with a wire cutter. This provided full mobilization of the filter. The filter was moved slightly, and a clamp was placed on the inferior vena cava to prevent it from migrating proximally. A transverse venotomy was made in the inferior vena cava. The filter was grasped and easily removed one piece. There was no thrombus was noted. The filter was moved slightly, fluoroscopy of the chest was performed to make sure no pieces of the filter had migrated proximally. It was discovered that there was a tine in the right lower lobe of the lung and in the heart. Therefore, the investigation is confirmed for the alleged filter detachment, perforation of the inferior vena cava and retrieval difficulties. However, the investigation is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after eleven years three months, the patient experienced abdominal pain. CT abdomen/pelvis demonstrated two legs of the filter extend beyond the lumen of the inferior vena cava where one extends medially and the other extends laterally. No filter tilt is identified. Additionally, the patient also experiences low back pain and pain down right leg. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc; struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.